Event description:
Diagnostic by dr (B)(6) in (B)(6): corneal neuralgia. During many months I was in pain 8/10 each day until I found a news about lasik bad side effect. No doctor or ophthalmology could help because they don't even know was this disease is. I had to told the lasik surgeon that I know my problems were cause by corneal neuralgia (I show him the article I read). He act as if he didn't know about the disease and what are the symptoms of corneal neuralgia. No one I talked at the lasik clinic knew about corneal neuralgia. The optometrists told me: it can't be this, it would only feel like you have something in the eye. How can they explain me all the risks if they don't even know what are the symptoms. I only saw the surgeon the day of the operation. They gave me a paper saying how much the surgery is safe. The description of corneal neuralgia in their other paper mention a discomfort . It is not discomfort, it is a lot of pain and I had a big depression and wanting to die for months. Dry eye.